Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced a skin reaction with burning, redness, inflammation, pustules, and infection at the needle puncture site. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor on (B)(6) 2023 and the skin reaction was diagnosed as an infection. The patient was prescribed oral clindamycin (300 mg three times/day for 7 days). The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).